Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair on (B)(6) 2010 and mesh was implanted. It was reported that postoperatively the patient experienced chronic pain in the inner thigh and vaginal area. The patient underwent a diagnostic laparoscopy, appendectomy, removal of mesh, an abdominal wall reconstruction with strattice bioprosthetic graph on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a right inguinal hernia repair on (B)(6) 2010 and mesh system was utilized. On (B)(6) 2014, patient underwent a diagnostic laparoscopy, appendectomy and removal of the mesh, and had an abdominal wall reconstruction with strattice bioprosthetic graph.

Manufacturer narrative:
Date sent to FDA: 04/21/2016.